Event description:
On (B)(6) 2010, pt reported she disconnected from infusion device after she received an error message. Confirmed alarm history and found pt received e2 battery depleted error before she disconnected. Pt inserted a new battery, completed cartridge change, and resumed normal operation on infusion device. Follow-up was completed. It was confirmed a2 low battery alert did not appear before the e2 battery depleted error. Infusion device was replaced and requested for eval. Battery and battery cover were also requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.